Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not power on. There was no reported adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified and duplicated during lab tests. Regulator u18 was found failed and was replaced. Power pca passed operational check and defibrillator tests. The available information is consistent with a malfunction of the power pca. The cause was regulator u18 failure. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.